Manufacturer narrative:
Insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test or verify no insulin pump detected and download anomaly due to buttons not responding. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads.

Event description:
The customer's father reported via phone call that they were having trouble uploading the insulin pump to carelink. Every time they clicked finish, it got to one percent and shut down saying it could not find the insulin pump. The customer was also unable to download the insulin pump when he saw his endocrinologist. Customer's blood glucose level was 347 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.